Manufacturer narrative:
An investigation into this event is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this pacemaker experienced a malfunction and was explanted. No additional adverse patient effects were reported. The model and serial information on the device was not provided. This device is part of a legal action.

Manufacturer narrative:
Numerous attempts were made to obtain more information on this event, including the model and serial number; however, they were not successful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.